Event description:
The laser was tested and passed prior to the patient entering the operating room. After the procedure started and the ureteral stone was located, the surgeon pressed the laser foot pedal. The laser panel noted "attach fiber". The laser operator troubleshooted the event by detaching and reattaching the laser fiber, turning the laser on and off, retesting the laser with a resulting "pass". The panel continued to note "attach fiber" and the pressed foot pedal did not activate the laser. The or charge nurse was notified and came to the or, repeating the troubleshooting measures without success. A second fiber was opened without success. The service leader was notified and came to the or, switched to a different foot pedal. The laser panel noted "ready" and responded to activation. The stone was lasered successfully.